Event description:
It was reported that the patient was experiencing severe lower abdominal pain. The hcp confirmed that the patient has a history of chronic abdominal pain and constipation preceding implantation of the enterra device. The patient also complained of lack of therapeutic effect and a mild shocking sensation from her device. Proper lead positions were confirmed by x-ray. A CT scan revealed nothing significant and reprogramming did not relieve the patient's symptoms. There was concern about possible infection and the total device system was explanted. Further information is being requested at this time.

Manufacturer narrative:
Final device analysis revealed no anomalies.